Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a shocking sensation when he was laying down. The stimulation is turned off, he only uses stimulation in the morning for a little while. Pt reported the shocking began following a fall down the steps some time ago. After he fell the stimulation was in the wrong location and he would like the device removed. Pt is looking for a new physician to remove the device since his previous one retired. Add'l info has been requested and if received a follow up report will be sent.